Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponin I es result was obtained from a single patient sample using vitros tropi es reagents on a vitros 5600 integrated system. The most likely assignable cause of the event is an instrument related issue, as within-laboratory precision testing was unacceptable. Following completion of service actions the 5600 system was returned to its expected performance. Historical quality control data suggests there was no unexpected reagent performance, however it cannot be entirely ruled out as the low level control fluid used does not adequately evaluate performance below the upper reference limit of 0.034 ng/ml. In addition, the investigation determined that pre-analytical sample handling could not be ruled out as a contributing factor.

Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result from a single patient sample using vitros tropi es reagents on a vitros 5600 integrated system. Patient result: 2.22 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was reported from the laboratory and a corrected report was later issued. Treatment with nitroglycerin was initiated based upon the initial reported result, and stopped once the corrected report was issued.. Per consult from ocd medical safety officer, it is highly unlikely this patient will experience any serious long term harm due to the administration of this drug. No allegation of patient harm was made as a result of this event. (B)(4)